Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after completing a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a farawave 31 mm catheter was selected for use. The physician removed the farawave to insert a non boston scientific catheter for mapping, and the post map indicated additional ablation touch ups were required. However, when the physician was preparing to exchange back to the farawave catheter, it was noticed that the device was not dripping. To resolve the issue, after removing the rosen wire, the physician attempted to flush through the irrigation port with a syringe, but no water came out despite significant force. Therefore, it was decided to replace the catheter. The issue was resolved and the procedure was completed without patient complications. The catheter is not expected to return for laboratory analysis since it was disposed.